Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 569 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent. It was also reported that the pink slide did not move forward. According to the patient the site was red and itching. Treatment information was not provided.

Manufacturer narrative:
The pod was received fully deployed. The pod data showed the device ran for more than 200 pulses and completed immediate boluses outside of the priming sequence. No damages or deficiencies to the needle mechanism were observed that would result in a failure of the needle mechanism. No damages to the environmental seal or bottom housing were observed. The needle mechanism was manually reset to a non-deployed state, and then redeployed using the lock and load fixture. The needle mechanism was observed to deploy as intended. No problem was found. No bends or kinks to the soft cannula were observed. No problem was found. No damages or leakages were observed that could have contributed to the reported skin irritation of the infusion site. The exact cause of the reported skin irritation of the infusion site could not be determined.